Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue wit an insulin syringe. The customer states per the caregiver/nurse when recapping the syringe after injection the needle came out of the side of the cap. The customer also reports they use the scoop method when recapping the needle. However, the customer states that when she scoops the needle back up into the protective cap and pushes down to secure it, that is when the needle pushes through the protective cap. The customer reports this was a contaminated stick. The nurse was treated in the ER for a dirty needle puncture. The test that was conducted was for hepatitis b, to which the initial test came back positive. Upon doing a full examination, the test came back negative. The customer states that weekly lab tests are being conducted.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.